Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a meter reading of approximately 400 mg/dl after registering two dinners several hours apart, with no noted symptoms and no fingerstick confirmation. Symptoms included no clinical manifestations reported. Outcomes included user self-management with troubleshooting and education, including inspection of infusion components and a recommended infusion site change due to reported scar tissue and a recent hernia surgery, with a plan to relocate the site and follow up to confirm glucose reduction. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, with potential contribution from infusion site absorption issues related to scar tissue or recent surgery. It was concluded that the event involved hyperglycemia with an unclear cause, with appropriate user counseling provided and resolution pending follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.